Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported three cases of allergic reaction after surgery. Two patients were female dogs (one a boxer and the other a pitbull) of 3-4 years old. The surgery was a routine ovariohysterectomy and one of them had a small mammary tumor. The suture technique employed was discontinuous for the patient with the mammary tumor. In other patient (a female cat), also operated for ovariohhysterectomy, there was the same reaction but without the suture dehiscence in the muscular layer. According to the description of the cases, 2-3 days after the surgery, the healing area began to fester where the intradermal suture was placed. The next day, there was a lot of inflammation in the scar zone and fibrosis areas. The veterinarian proceeded to sedate the patients to be able to assess whether the muscle was affected or whether the suture had opened. When checking the area, the veterinarian saw the suture was intact, not broken, but the tissues seemed as if they had separated from the suture (dehiscence), with the suture being centered in the area of surgical scar but the abdominal layer open, congested, inflamed and with tissue damage. The veterinarian had to proceed to revive the edges in order to leave healthy tissue, and re-suture the area. The patients received further treatment with injectable antibiotic and antihistamine to try to minimize the allergic reaction. In this case, the patient involved was a female dog (boxer). MFR report numbers for the other two animals are: 3003639970-2021-00555 and 3003639970-2021-00556.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s.,PMA/510k: k011375. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We have received two different cases from the same customer regarding the same issue. (B)(4). We have received 14 closed samples to analyze the 2 reported cases. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the result fulfils the requirements of the european pharmacopoeia (ep): 8.11 kgf in average and 7.14 kgf in minimum (ep requirements: 5.18 kgf in average and 2.59 kgf in minimum). Furthermore, degradation test results conducted on the samples received fulfil b. Braun surgical requirement. In the degradation test, threads are introduced in a sörensen solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The results for the samples received are 5.02 kgf in average and 4.43 kgf in minimum. B. Braun surgical requirement is 1.14 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. Monosyn biocompatibility has been tested in numerous experiments. In sensitization and irritation tests the harmlessness of monosyn was proved. Nevertheless, there are risks (side effects) associated to the use of monosyn suture, which are mentioned in the instructions for use of the product: "as for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound site may occur occasionally. Existing infections may occasionally be enhanced by any foreign body. An occasional wound dehiscence and granulation may not be excluded." According to the results of the samples tested and the batch manufacturing record review, the product complies with the specifications. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidences. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.